Manufacturer narrative:
The subject device was returned to a 3rd party repair center for evaluation and the reported issue was confirmed. The device evaluation found that the tip was broken.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the resection sheath ceramic tip was damaged. The issue was found at the end of transurethral resection of the prostate therapeutic procedure. The intended procedure was completed using the same device. There was no delay to the procedure due to the failure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was not return to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damage to the ceramic tip was thermally and/or mechanically induced. Therefore, it could be caused by wear and tear and/or improper handling by the customer (specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc.). It could not be determined whether there was any pre-existing damage to the insulation insert or if it was already worn. It is also not possible to determine whether the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. In general, cracks in the insulation material are often not visible, making visual inspection difficult. The event can be detected and prevented by following the instructions for use which state: "before using medical devices, the user must ensure that they are in a perfect technical condition, also see the corresponding warnings in the instructions for use (IFU): 4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.